Event description:
It was reported that the insulin pump alarmed no delivery. It was noted that the alarm may have been caused by a set or reservoir connection. Customer's blood glucose reading at the time of the call were 31 mmol/l and have treated with a manual injection. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-tim veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.